Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-03307. It was reported that rotawire fracture occurred and remained inside the patient. The 100% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery(rca). A rotawire and a 1.50mm rotalink plus were used to advance and treat the target lesion. During the procedure, the burr was unable to advance to the mid rca and it was noted that the rotawire was detached during ablation. An attempt to retrieve the detached wire was made but failed, then a synergy stent was used to trap the detached wire against the wall. No further patient complications were reported.